Event description:
It was reported the device presented air in the air-eliminating filter when tubing was left laying on counter after tubing was primed. Defect was detected before use. No person was affected. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. The lot number for this item is not related to the listed recall (rmd(B)(4), however, the described issue is similar to the stated recall and therefore this is being reported in accordance with refer to 21 cfr 803 and 21 cfr 806. Cmazalu.